Manufacturer narrative:
Additional information: h11: additional testing was performed on the set. Roughness and dimensional testing was performed on both spikes with no issues noted; the device met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed and no issues were noted. The sample was left running for two hours simulating the usage process with both spikes and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type tur/bladder irrigation set fell out from a non-baxter saline solution bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.